Manufacturer narrative:
The reported material at the tip of the introducer was confirmed. A foreign material was returned with the introducer and additional investigation determined the foreign material was a portion of the jacket liner from the interior of the introducer sheath. Dissection of the sheath revealed that the jacket liner had been delaminated and torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage to the jacket liner is consistent with damage during use.

Event description:
At the end of a procedure, when the device was removed from the patient there was a string-like material at the tip of the introducer. This material was approximately 10 cm in length. The procedure had already been completed when the issue was found. There were no adverse consequences to the patient.